Event description:
It was reported that the patient's family found the patient down at home in the bathroom with the ventricular assist device (vad) alarming. The family member initiated cardiopulmonary resuscitation (CPR) and the emergency medical services (ems) were called, and the patient was taken to the hospital's emergency room in pulseless electrical activity (pea) arrest while the vad exhibited low flow alarms. A controller exchange was performed in the ER for an unknown reason. Of note, the patient had a polyp removed three days prior and was discharged home with enoxaparin and was still on the medication. The patient received ongoing CPR with a brief pause of return of spontaneous circulation (rosc). The patient "got blood pressure back" and was taken to the intensive care unit (ICU) andintubated. The patient coded again, was unable to be revived, and subsequently expired.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 model #: 1420/ catalog #: 1420/ expiration date: 31-mar-2021 /serial #: (B)(4) UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 31-mar-2020 labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated section: - b5 desc evt problem: updated to include information regarding the controller's disposition investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the site, that the patient¿s primary controller was accidently thrown away.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Log file analysis revealed that (B)(6) was the patient's primary controller, in use during the reported event. Analysis of the event log file associated with (B)(6) revealed a controller power up event with an associated pump start event logged on 23-oct-2022 at 16:17:20, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 73% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for fourteen (14) seconds. This is an additional finding not related to the reported event. A possible root cause of the observed loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Log file analysis associated with (B)(6) revealed a slight decrease in estimated flow starting on 01-nov-2022, followed by a sudden decrease in power consumption and estimated flows on 05-nov-2022 leading to parameters below normal operating range and twenty-six (26) low flow alarms have been logged since 03-nov-2022. Further review of the alarm log file associated with (B)(6) revealed two (2) vad disconnect alarms logged on 05-nov-2022 at 05:59:10 and 06:03:58, indicating a physical disconnection of the driveline from the controller. Review of the log files associated with (B)(6) revealed a controller power up event with an associated pump start event logged on 05-nov-2022 at 07:02:06, and a subsequent vad disconnect alarm at 07:02:14 likely due to the controller powered up without the driveline connected. Review of the data log file associated with (B)(6) revealed that the controller was not in use prior to the controller power up event and vad disconnect alarm; the first data point was logged on 05-nov-2022 at 07:02:42, indicating that the controller was put into use following the reported controller exchange. Review of the log files associated with (B)(6) revealed consistent power consumption below the normal operating range on 05/nov/2022 and eight (8) low flow alarms were logged on 05-nov-2022. Analysis of the alarm log file associated with (B)(6) revealed an additional vad disconnect alarm logged on 05-nov-2022 at 09:26:16, indicating a physical disconnection of the driveline from the controller. As a result, the reported alarms associated with low flows event was confirmed. Information received from the site indicated that the patient's family found the patient down at home in the bathroom with the ventricular assist device (vad) alarming. The family member initiated cardiopulmonary resuscitation (CPR) and the emergency medical services (ems) were called, and the patient was taken to the hospital's emergency room in pulseless electrical activity (pea) arrest. Of note, it was reported that the patient had a polyp removed three (3) days prior and was discharged home with enoxaparin and was still on the medication. The patient received ongoing CPR with a brief pause of return of spontaneous circulation (rosc). The patient "got blood pressure back" and was taken to the intensive care unit (ICU) and intubated. The patient coded again, was unable to be revived, and subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow alarms event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. A possible root cause of the observed vad disconnect alarms can be attributed to the disconnection of the driveline from the controller, likely due to troubleshooting after the patient was found. Per the instructions for use, cardiopulmonary arrest, respiratory dysfunction, and death are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. D4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.